Event description:
Reportedly, the connection of tubing line was cut. No patient injury was reported.

Event description:
It was reported post implant a realize gastric band, the port disconnected from the fascia which caused it to migrate closer to the umbilicus. Where it began to erode through the skin. A new port was placed on (B)(6), 2010. It was noted upon removal the original port, the hooks were not deployed. The new port was placed in the upper left quadrant. The band is fine and was not explanted. Patient is in stable condition.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) double dpt kit. Kit appeared not primed. No visible priming solution was visible inside the kit. Damage was noted at pa dpt zero-stopcock male luer. The luer appeared to be twisted and tip of the luer was broken. Broken tip of the luer was found inside tubing female connector that was attached to pa dpt zero-stopcock male luer. Indication of what appeared to be bonding solvent was also noted between the broken part of male luer and tubing female connector. It seemed that the connection was partially bonded. Drawing (B) (4) for model px2x2 did not call for bonding between pressure tubing female connector to dpt zero-stopcock male luer. No visible indication of bonding solvent was observed on the same connection on the other cvp pressure line of the kit. Damage occurred on patient side of the kit. (B) (4)